Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor was missing electrode after removing the sensor from the body. Troubleshoot was performed. Customer blood glucose was 4.6 mmol/l. Customer reported that two of the sensor are not working. Customer said the issue is reoccurring event. Sensor will not return for analysis.